Event description:
Pieces of plastic capsule get on her tongue but dissolve before she can pick them off. Dose or amount: 18mcg. Frequency: qd. Route; inhal. Dates of use: 2007. Diagnosis or reason for use: copd.